Event description:
Device malfunction: failed to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device did not deploy. It is unknown how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.